Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the pump was explanted and decommissioned. Whether the outcome was device or therapy related was not provided by the customer. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, this IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump was explanted and decommissioned. It was stated that whether the outcome was device or therapy related was not provided by the customer. The pump was explanted, and it was unknown if the pump would be returned.

Event description:
It was additionally communicated on 20sep2024 that the explant was associated with recovery of cardiac function, and that the device operated as expected.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.